Event description:
It was reported to medtronic minimed that the customer experienced crack where the battery compartment goes in and exposed to water. The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was not performed. Fluid was present in pump. Pump did not return to normal function, or fluid was reported under the liquid crystal display, or customer reports hearing fluid when shaking the pump. The customer discontinued the use of the pump. Mmt-1881 was requested and customer responded the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank display. Pump was cut open to perform visual inspection and found. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. The blank display is due to moisture damage on the electronic assembly (pcba 1 and pcba 2). The following were noted during the physical inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube) and pillowing keypad overlay. Cosmetic damage was confirmed at cracked case (battery tube). However, blank display is confirmed due to moisture damage on the electronic assembly (pcba 1 and pcba 2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.